Event description:
It was reported the programmer takes a long time to save to pdf (portable document format). The programmer was later returned with a report that telemetry with a pacemaker could not be obtained. Changing the rf (radio-frequency) head did not resolve the issue, so a new programmer was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer takes a long time to save to portable document format (pdf). Analysis also found that the link electronic module (lem) board connector was loose. It was also noted that the keyboard was damaged, the power cord door was broken, the media bay door was missing, the printer drawer was broken, the display flickers when tapped, the upper display hinges were damaged, the printer was damaged, the system fan was noisy, the lower case was damaged, the bulkhead plate was corroded, the analyzer bay was corroded and the personal computer memory card international association (pcmcia) card slot was damaged.